Manufacturer narrative:
(B)(6). This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting. Complaint conclusion: the product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. Since there was no information to suggest this was related to a manufacturing issue, no corrective actions were taken.

Event description:
The deltaplush microcoil would not detach in the vertebral artery aneurysm and was removed. The coil was able to detach easily after it was removed from the patient's body. There had been no resistance felt during coil deployment. There was no report of patient injury.